Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and functional test of the returned device was performed following johnson & johnson medtech (j&j) procedures. Visual analysis revealed a separation between the pebax and electrode section, and a reddish material inside it. The device was connected to the carto 3 system, and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the sensor issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to manufacturing process. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section and a reddish material inside it. It was initially reported by the customer that the catheter was connected to the cable and there was a sensor error. The cable was reconnected and replaced but the error was still appeared. The catheter was changed and solved it. There was no patient consequence. The customer's reported sensor error is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 4-dec-2025, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and electrode section and a reddish material inside it. These findings were reviewed and assessed the separation issue as an MDR reportable malfunction since the integrity of the device has been compromised.